Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported hazy vision. Additional information has been requested.